Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, reporting that the patient obtained error 3 messages on his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation and a review of the call by a medical surveillance specialist. The reporter stated that the meter first displayed error 3 messages between 7am and 8am on (B)(6) 2019 and that this had happened virtually each time the patient had tested since then. The patient manages his diabetes with metformin oral medication and tests his blood glucose level twice per day. The reporter also indicated that the patient has cancer and heart issues. She stated that the patient continued with his usual diabetes management routine after obtaining the error messages. She reported that on the night of (B)(6) 2019, the patient developed a ¿headache, was seeing spots and had discomfort in his stomach¿ which continued until a scheduled clinic appointment at 9am on (B)(6) 2019. She indicated that at the clinic, a blood glucose result of ¿300 mg/dl¿ was obtained on the clinic¿s meter. She reported that ¿they didn¿t do anything at the clinic¿, but after the patient had been ¿sick that morning¿, he was advised to eat some food. At the time of troubleshooting, the reporter described incorrect testing steps; the patient was applying blood onto the test strip before inserting it into the meter. The cca also advised the reporter that the test strips being used had expired in april 2018. Education was provided by the cca. As the patient/reporter did not have any valid test strips, it was not possible to perform a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event after obtaining error 3 messages on the meter using expired test strips and following incorrect testing steps.